Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Sensitivity will be adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead; 419388 lead, implanted 2005 (B)(6). (B)(4).